Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine at a dose of 5.6 mg/day via an implantable pump for non-malignant pain. It was reported that the reason for the call was rep stated that some time since the current pump was implanted, the patient was experiencing some sternum pain and the patient thought the pain was coming from the pump. The rep stated that they were sending the patient to get a scan to see if there was a granuloma or something. The rep was not aware of any specific therapy complaints and did not report any discrepancies in volume at refills. The issue was not resolved through troubleshooting. Information was received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the initial reporter was a nurse (name provided). When asked if the patient had a granuloma, it was indicated that the patient did not have imaging yet. The cause of the patient's sternum pain and thinking it was coming from the pump was not determined. The patient had canceled their appointment and rescheduled for october 17th. It was unknown if the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-feb-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that it was not confirmed that the patient had a granuloma. The cause of the patient's sternum pain and the patient thinking it was due to the pump was not determined. After meeting with the patient, they stated that the pain was only around the pump pocket and occasional. The patient had felt it 6 times in the past 3 months. No diagnostics/troubleshooting were performed. Actions/interventions taken included a possible pocket revision. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that a revision had not been scheduled yet. It was stated that the patient stated the pain was actually just around part of the pump and had only happened a few times in the past 4 plus months. The patient did not have a date for the first time it started, but stated that the first time they noticed was 3 to 4 months ago, possibly longer as their dates sometimes were not accurate. The patient stated that they were bending over to get something out of the washer or dryer and felt a shocking type sensation at his pump site. The rep asked how long this lasted and he said a second or less. The patient also stated he had some other health issues, possibly with his abdomen and they were trying to rule some of these health issues out. The patient was unsure what was related to the pump or what was actually some other health issues. All of these were discussed with the patient and the physician. The pump was still in place.